Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# 0209591491, product type: lead. (B)(4).

Event description:
The company representative (rep) reported that the patient had deep brain stimulation (dbs) on (B)(6) 2016. During surgery the doctor found the lead electrode resistance too low when it was tested. The impedance measurement was 8840. There were no lead fractures or bend. The lead was replaced with a new one to complete the surgery successfully. There was no impact to the patient. The patient's current status was normal. It was noted that the device was inspected prior to use and no abnormality was found. The patient was trained on recharging the device.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc. Device analysis for lead 0209591491 revealed the body outer insulation was damaged at the depth stop site. Impressions from ove r-tightening of the depth stop were observed on the outer insulation. A short in the lead could not be confirmed in the analysis lab, however, there is evidence of depth stop damage in the lead insulation and stylet wire 2.9cm from the proximal end. Device analysis for the stylet wire revealed parylene coating was damaged at the depth stop site. Impressions were observed on the p arylene coating of the tungsten stylet underneath.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.